Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Roux-en-y - it is unknown the exact date of the procedure, but it occurred around (B)(6) 2017. The doctor was grasping large bowel tissue, and the jaws scissored to the right. It was noted that the doctor was putting torque on the jaws and was grabbing large chunks of tissue. It was also noted that the doctor was exerting a lot of force into the handles. The jaws were still free moving after the jaws scissored. There was no damage to tissue and no patient injury occurred. This happened with three graspers in the same case. Product was being used as a demo. Type of intervention - na. Patient status - no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.